Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to spec which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Per the physician, this event was most likely related to the anatomical features of the pt and was not likely related to the infuse bone graft. During the revision procedure, the graft was examined via endoscopy and was found to have no clinical failure. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via voluntary medwatch that a pt underwent a right maxillary sinus bone graft in preparation for a dental implant. The grafting material included rhbmp-2/acs. Approx 11 days post-op, the pt began to complain of right sinus pain and congestion. Courses of antibiotic and steroid therapy were administered. Over the course of the required healing time for this graft, the pt's symptoms improved, with rapid resolution of the pain, but the pt continued to complain of congestion. The pt was ultimately found to have right maxillary sinusitis after undergoing sinus endoscopy, middle meatal antrostomy, and right partial middle turbinectomy.